Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. D13376) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure placement done on same day". The patient's medical history included urine incontinence, anxiety, depression, pituitary tumour, malignant melanoma excision, right lower quadrant pain, mixed incontinence, uterine bleeding and endometrial polyp. Previously administered products included for an unreported indication: cabergoline, singulair, xanax, lexapro, flonase allergy relief and wellbutrin. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral essure microsurgical removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 3 number of oils on the left and 0 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg shows tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. Left d13376 right d13376) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included urine incontinence, anxiety, depression, pituitary tumour, malignant melanoma excision, right lower quadrant pain, mixed incontinence, uterine bleeding and endometrial polyp. Previously administered products included for an unreported indication: cabergoline, singulair, xanax, lexapro, flonase allergy relief and wellbutrin. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral essure microsurgical removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 3 number of oils on the left and 0 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg shows tubal occlusion. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received: "previously reported event injury to herself replaced with medical device removal and made medically significant and intervention required due to surgery". Other event novasure endometrial ablation performed on the same day of essure insertion added. Reporter, lot number, historical drug, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.